Manufacturer narrative:
Na. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient was presented for a grade 4 degenerative mitral regurgitation for a mitraclip procedure. During the procedure, one gripper was unable to lower during simultaneous and independent gripper actuation. Troubleshooting was performed and was unsuccessful. The clip was removed from the anatomy. Post- removal it was observed that the anterior leaflet was damaged. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be due to the observed harness pinching the gripper cover; however, a cause for the pinched cannot be determined. The reported patient effect of tissue injury appears to be due to troubleshooting maneuvers of the gripper actuation issue. Tissue injury listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient was presented for a grade 4 degenerative mitral regurgitation for a mitraclip procedure. During the procedure, one gripper was unable to lower during simultaneous and independent gripper actuation. Troubleshooting was performed and was unsuccessful. The clip was removed from the anatomy. Post- removal it was observed that the anterior leaflet was damaged. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay. No additional information was provided.